Event description:
The facility reports, the resident was being transferred from the chair to the tub when the door fell down and struck her hand, causing the injury. The resident sustained broken fingers on her left hand. No information was given on any injuries that may have been sustained by the caregiver.